Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart as the adhesive came loose and the patient had to replace two infusion sets. The first event occurred while the patient was sitting and the second one occurred while the patient was driving fence outside. The site was abdomen and the pump was on the same side. Both infusions came the same day, the 1st one was used for 1 day and the 2nd one for couple of hours. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.